Event description:
A report was received of a foreign body removed from a whole blood donor's antecubital fossa post donation. A technician observed that the donor's blood flow was "very slow" and the tubing line was "getting cold". The technician adjusted the venipuncture site; however, the blood flow stopped altogether. The donation was stopped. The donor reported that the venipuncture site was very painful as well as the bicep area above the venipuncture. An ice pack was applied to the site, the donor was advised to take tylenol, and the donor was given post-donation instructions prior to leaving the donor area. Approximately five hours later, the donor removed the bandage that had been applied and noted her bicep was swollen "to the size of a tennis ball and a white squiggly string" could be seen at the venipuncture site. The donor went to an acute care facility where "left antecubital fossa + less than .1 mm sheath material removed from area x 2"." The donor was sent to an emergency room for further evaluation. X-rays of the donor's arm were performed for further evaluation. At the time the report was received, the donor continued to have pain in her arm at night and applied warm moist heat; however, the site was noted to be healing.

Manufacturer narrative:
The device was discarded by the user facility. The particulate removed from the donor was discarded by the attending physician. A batch review of the collection bag was conducted and no exceptions in the manufacturing process were noted. A batch review of the needle, manufactured by baxter healthcare corporation, noted that manufacturing specifications were within limits, visual inspections acceptable and without issue. All components used to produce the needle batches were released and acceptable. No root cause could be established.